Event description:
Client reported that he was attempting to sit in his chair when the seat post broke and he fell from the chair. The client called ems, but the client did not go to the hospital. Ems assisted the client by helping him into his bed. The client stated that the sustained a bruise to his side as a result of the incident. The seatpost and bolts were returned to permobil for evaluation. It was revealed that the seatpost was still intact; however, the bolts used to connect the seatpost to the chair were stripped and worn. Further evaluation revealed that the bottom bolts included with the returned seatpost were not the bolts initially included with the chair that was distributed in 2009. The DHR for sn: (B)(4) was reviewed, the chair met all specifications on the distribution date. Root cause was determined to be dealer misuse and inappropriate maintenance of the chair.